Event description:
Hcp reported the patient had a csf leak associated with a "failed shunt/development" of a pseudomeningeocele. The physician believes the pseudomeningeocele was a result of the intrathecal catheter insertion. Both the catheter and pump were explanted in 2003. There are plans to reimplant in spring 2004 per the patient's family members' wishes. A follow up report will be sent when additional info is available.